Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg/dl; cause was unknown. Paramedics were called and intravenous dextrose was administered to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer declined to provide any additional information and declined to upload the pump data logs for tandem technical support to perform a log review.